Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button on the insulin pump was not responding. It was stated that the customer was sweating a lot during vacation. Blood glucose value is unknown. Nothing further reported.